Manufacturer narrative:
The primary UDI and production identifier of lot number were not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via email that upon opening a box of tampons, she noticed an unspecified number of the tampons didn't have a string. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.